Manufacturer narrative:
The suspect product is the compact test strip drum.

Event description:
Reporter alleged discrepant back to back blood glucose values on the compact system of 247, 207, & 111 mg/dl when all tests were performed 5 minutes apart. The location of the testing was not provided. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter with compact test strip drum lot number of 20656442 with an expiration date of 06-30-2008.